Event description:
It was reported that revision surgery was performed nine years after primary surgery due to the post from the legion xlpe ps insert size 7-8 9mm broke. The reason for the breakage is not known.